Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2015, due to (B)(6). This nurse stated that the episode of peritonitis was due to touch contamination. The patient was prescribed an antibiotic, drug name, dose and frequency unknown, via intraperitoneal route for the peritonitis on (B)(6) 2015. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. On an unknown date after being admitted, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis, and the patient's peritoneal dialysis catheter was removed. On an unknown date in (B)(6) 2015, the patient was discharged from the hospital. As of (B)(6) 2015, the patient continued in-center hemodialysis therapy without any further issues, the patient signs and symptoms of peritonitis and uremia have resolved, and the patient completed their antibiotic therapy for the infection. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.